Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that impedance checks were ran and anomalies were observed. It was reported that electrode impedances were ran at 0.70v and most contacts, even when reference electrodes were changed, showed greater than 10,000 ohms except for the 1-6 contact combination which was 778. The manufacturer representative re-ran impedances at 1.5v and all contacts were greater than 20,000 ohms except for contacts 1, 6, and 7. Group impedance showed all programs were >4,000 ohms. It was noted that the patient¿s implantable neurostimulator (ins) is currently 75% charged and was charged to 100% a day prior to the date of this report. The patient had an out of regulation (oor) error code displayed on their device as well. However, it was reviewed that high impedances would not cause an oor. It was recommended that the manufacturer representative reprogram the patient¿s device and decrease the number of active electrodes. Additional information provided on 2016-06-16 reported that the manufacturer reprogrammed the patient¿s device using only the electrodes that were in range and the patient was getting pain relief. The manufacturer representative is to follow up with the patient to see how the program works and if it will suffice going forward. No patient symptoms were reported. Indications for use are failed back surgery syndrome, peripheral neuropathy, sciatic nerve injury, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.